Manufacturer narrative:
(Event date): the events occurred on an unspecified dates in (B)(6) 2022. The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) and damaged was observed with an unspecified quantity of integrated apd sets with cassette. This issue was further described as, ¿cassettes are not translucent, they appear ¿milky¿, and defects such as hair particles, cracks and spots are visible¿. Three (3) sets were used by the patient for peritoneal dialysis (pd) therapy and an unspecified quantity was unused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Eight samples were received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. The samples underwent functional tests which included pressure test, leak and pull tests with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.